Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had flashing display. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump was beeping and flashing white and black. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly.